Event description:
Pt underwent ultrasound guided placement of IV cath when IV discontinued hub only present no cath. Chest CT revealed retained portion had traveled to pulmonary artery. Plan for retrieval in operating room. On date of scheduled procedure retained device could not be visualized and procedure cancelled. On (B)(6) 2022 pt underwent heart transplant during this procedure, there was an incidental finding of retained device which was removed w/o pt impact by (B)(6) surgeon. FDA safety report ID# (B)(4).